Manufacturer narrative:
At the time of this report, mentor has received no information regarding an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with unknown 500cc mentor gel breast implants experienced left-sided capsular contracture (grade unknown), bilateral anisomastia, and an autoimmune disorder of multiple sclerosis postoperatively. The patient reported that the left breast started to look hardened and deformed, and both breasts were heavy and sagging. As a result, the patient underwent a surgical intervention with a breast lift. Two years after surgical intervention, the patient had a recurrence of capsular contracture (unknown grade) on the left breast. In addition, the patient suffered with autoimmune disorder multiple sclerosis, and experienced systemic symptoms of vertigo, headaches, loss of muscle, joint and muscle aches, eye floaters, inflammation, fatigue, insomnia, cognitive dysfunction, brain fog, and difficulty getting out of bed. The patient reported that mammograms indicated significant changes to the left breast, and implant rupture is suspected. The patient plans to undergo explantation, but at the time of this report, mentor has received no information regarding an expected explantation date. This medwatch report is for the left-sided implant.